Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of peritonitis was unknown. One day after onset, the patient was hospitalized for the event. On an unreported date, the patient received treatment for the peritonitis with injection (inj) vancomycin (1000 mg, frequency, route and duration not reported) and inj amikacin (100 mg, frequency, route and duration not reported). The outcome of the peritonitis event was unknown. The action taken with dianeal therapy was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter pd disposable product. The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). On an unreported date, the peritonitis was resolved and the patient was recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.